Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Reportedly, smart device operating system was not a supported system. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.